Event description:
During a follow-up neurosurgical procedure, it was observed that the cranial osteotomy flap was loose. The burr hole clamp used in the original surgery was reported to be broken. There was no report of serious injury as a result of the alleged breakage.